Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the wake button was delayed in responding to touch and the touch screen was scratched. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.